Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the patient's room six days after the catheter was placed in the patient's femoral vein, the user found the gauze on the insertion site was wet. As a result, the gauze was changed, and the next day a new kit was opened and the catheter was replaced with a new one and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.